Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. Reporting out of an abundance of caution. Information regarding the potential underlying cause(s) of the adverse event remains unclear as to whether the event is directly linked to the use of soclean. Reporting is conducted as part of due diligence.

Event description:
Customer reports rash on face from unknown source. Md prescribed a cream.